Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Age and date of birth unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided. PMA/510(k) number: k013227. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the collar on the implant became fractured.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. D10: concomitant device: hex driver: hx3.0-s, hx tool hex 3mm hex-hole sq conn 17mm sst. Lot#: 61413636 was updated. D10: therapy date is unknown / not provided. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation codes were updated: 3331, 4109, 4110, 4111. H6: investigation findings code was updated: 3252. H6: investigation conclusion code was updated: 4307. H10: narrative/data was updated. One (1) impl tapered scr-v ha 6mm 5.7mm 11.5mm (tsv6h11) was returned for investigation. Visual evaluation of the as returned product identified that the implant was returned. Bone debris was reported on the threads. Damage was consistent with removal by trephine. Additionally, an image an x-ray in source documents confirmed fracture. Zimvie is not responsible for any damage caused by the clinician's removal of the device. Based on the evaluation, a device malfunction has occurred (fractured implant). There is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported device that could cause or contribute to the reported event. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or device. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was within specifications and likely conforming when it left zimmer biomet. DHR review was completed for the subject lot number 62447765. It was confirmed that all operations and inspections were executed as per applicable procedure. Complaint history review was performed for the reported lot number 62447765 for similar events and no other complaint was identified. The reported event could not be recreated due to the nature of the dental device and event (fracture) and the hex driver wouldn't disengage for the implant. The complaint is related to the functional performance of the device. A definitive root cause could not be identified. However, based on the investigation, risk review and IFU, the most likely cause determined from the investigation is attributed to misuse regarding the hex tool not disengaging. Regarding the implant fracture: the most likely causes determined from the investigation are parafunctional habits of the patient over the implantation period 7 years, 8 months. No further investigation and no immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at this time of this report.